Manufacturer narrative:
Unique identifier (UDI)#: (device identifier)-(B)(4). Approximate age of device- 8 months. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On 1(B)(6) 2017, it was reported that device interrogation revealed elevated power and flow and concern for potential pump thrombosis. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log files and confirmed the data showed parameter trends consisted with device thrombus. On (B)(6) 2017, the customer reported that the patient was started on intravenous bivalirudin due to potential thrombus. The patient¿s lactate dehydrogenase (ldh) continued to trend upward and a chest CT showed a possible clot in the outflow graft. The patient continued to be asymptomatic with no signs or symptoms of heart failure. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of pump thrombosis. Upon disassembly of the left ventricular assist system (lvas) a flat thrombus formation was found in the center of the rotor body partially occluding one of the rotor vanes. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase (ldh) levels. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power confirmed through the submitted system controller log file data. The report of a circumferential mural thrombus within the lvas outflow tract could not be confirmed through this evaluation as the outflow graft was not returned for analysis. Microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.